Event description:
Boston scientific crm received information that the left ventricular (lv) lead was explanted due to dislodgement. A new non-boston scientific manufactured lv lead was successfully implanted. No adverse patient effects were reported.

Manufacturer narrative:
At this time, the lead has not been returned. If additional information should become available to our company, this event would be updated.

Manufacturer narrative:
Upon receipt at our post market quality assurance laboratory, it was noted that the complete lead was returned with dried blood and body fluid noted in the lumen. The lead was subject to direct current resistance testing and passed on all paths, verifying the lead's electrical performance was intact. No further testing was performed analysis could not confirm the clinical allegations observed in the field.

Event description:
--

Manufacturer narrative:
This lead has been returned and is currently undergoing analysis. The event will be updated once analysis is complete.